Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown unknown liner lot# unknown, item# unknown unknown stem lot# unknown, item# unknown unknown head lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03659, 0001822565 - 2019 - 03658, 0001822565 - 2019 - 03655.

Event description:
It was reported that patient is being considered for revision due to unknown reason. Attempts were made to obtain additional information; however, none was available.

Event description:
Notification date: aug 2, 2019**inquiring about screw hex size of intermedics apr cup.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.